Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient started experiencing a headache, fever, emesis, and pain on (B)(6) 2019. T he patient was treated with steroids and discharged. On (B)(6) 2019, after steroid course, the patient resumed having symptoms. They were readmitted and taken for removal of the patch and pericranial flap. It was stated there was no growth on cerebrospinal fluid from the lumbar puncture/wound culture/patch culture. No antibiotics were given. The patient was home without symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced aseptic meningitis.